Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected no delivery alarms were noted. No cosmetic damage was noted.

Event description:
It was reported that the customer received a no delivery alarm. It was also reported that the customer had high blood glucose levels of over 400mg/dl. Customer's blood glucose level at the time 280mg/dl. Advised insulin pump would be replaced. No additional information is provided.